Manufacturer narrative:
Service was sent to the customer's location on (B)(4) 2016. The fse observed that the reported test strip pad had fallen off in the strip provider module (spm). This is reported to have occurred one time. The cause of the loose pads is unknown. The customer was able to run samples with no further issues. (B)(4).

Event description:
The customer reported that there were pads falling off the strips into the strip provider module (spm) on their ichem velocity system. There was one strip pad found in the spm erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.